Manufacturer narrative:
Evaluation revealed the tibial comp single coated us version medium, an unknown sliding core and the talar comp single coated us version small right to be the subject products. No further associated products were reported. A review of the device history records for the tibial- and the talar component revealed no discrepancies. The affected items were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. During investigation no material, design or manufacturing related issues were found. In the case presented a patient had been treated with star on (B)(6) 2002 due to a post traumatic arthrosis of the right ankle. In (B)(6) 2012 the patient presented to the hospital due to pain. Bone growth was observed on the tibial- and on the talar- component. Heterotopic bone formation at the posterior aspect of the tibia necessitated a revision surgery. Excessive bone from the talus, the medial gutter and the subfibular aspect of the ankle was removed. Bony ingrowth in general had been experienced and is nominated in the scientific literature as a known complication: ¿development of postoperative periarticular ossification can lead to pain and stiffness after total ankle replacement. Gutter pain can develop in 25% of patients. Debridement of soft tissue and bony impingement may be required. Little is known about relative risk of impingement based on implant design and degree of medial and lateral talar facet coverage. Attention should be given intraoperatively to be sure arthritic osteophytes are not impinging after implant placement.¿ bony ingrowth had been furthermore clinically assessed by a consultant hcp: ¿the definition of heterotopic ossification is inconsistent in the scientific literature. In most cases it is an incidental finding on the x-rays with no symptoms. Only in rare cases symptomatic heterotopic ossification is found impeding the function of the arthroplasty or causing pain. Symptomatic heterotopic ossification may be treated resection and release. All reported potential risks and complications nominated above represent typical complications of ankle arthroplasty and are not related to the particular design of star..¿ the tibial component, the polyethylene sliding core and the talar component were inspected during the revision surgery and were found to be intact, well positioned and stable. Thus they were not replaced or removed during the surgery. Based on the available information, a deficiency of the devices in questions was not verified. The root cause of the reported event was rather patient related. Bone ingrowth is a known complication, which may require a medical or surgical intervention and is therefore listed in the IFU. In case any relevant clinical information or the implants should become available, we reserve the right to update the investigation and change the root cause.

Event description:
Heterotopic bone posterior aspect of tibia necessitated a revision. Irrigation and drainage and debridement was performed. Bone growth was observed on tibia and talar components. Menisical bearing surface was stable. No component was removed or replaced during this surgery. Equinus contracture was identified at the same time, which was addressed during the surgery.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. At this time, it cannot be determined which if any of the devices in this event may have caused or contributed to the patients' experience therefore, the product information will be referenced. Additional devices listed in this report: catalog # unknown meniscal bearing surface lot# unknown; catalog # unknown talar component: small (34mm x 35mm), right lot# 110698-797.

Event description:
Heterotopic bone posterior aspect of tibia necessitated a revision. Irrigation and drainage and debridement was performed. Bone growth was observed on tibia and talar components. Meniscal bearing surface was stable. No component was removed or replaced during this surgery. Equinus contracture was identified at the same time, which was addressed during the surgery.